Event description:
It was reported to medtronic minimed that the customer reported sensor lasts only 4-5 days, received sensor updating alert and insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-242a, mmt-7040a. Troubleshooting was not performed. Customer was reporting past event of insulin flow block alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1884l, mmt-242a, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Perform the history review 2 days from the event date 26-jan-2026 in the pump history file and found no nodelivery (7) alarms. However, 1 sensorerroralert (801) on 01/25/2026 08:19:09.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, or sensor error alert noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, and cracked case at corner of belt clip rails. Pump was cut open to perform visual inspection and found evidence of moisture damage to the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.